Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil. "Over infusion". According to the customer: "by installing serum therapy in a b.braun infusion pump, the technique of nurse lilian program serum therapy to run 1000ml in 12h however, after 1h, she was called into the room by the patient's mother, referring that the solution was gone. When checking the pump, it was observed that the it presented divergence in the programming, different from what was placed by the employee initially. On-duty medical notice dr. (B)(6)".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Analysis of use history: on 08/16/2023, at 22:11:00, the user programmed a flow rate of (B)(4) ml/h and then a time of 12 hours. However, you have not programmed the volume. The equipment automatically calculated the volume of 12000ml. Therefore, in approximately 1 hour the entire volume of the 1000ml ampoule was infused. The infusion occurred correctly according to the programming made by the user. Visual analysis equipment appears normal as used. Functional analysis in order to evaluate a possible flow error, the equipment was subjected to a simulation of use, with an infusion of a volume 1000ml, to be infused over a period of 12 hours. The programmed flow was 83.34ml/h. The elapsed time was monitored using a calibrated stopwatch and measurement of the infused volume was carried out through a calibrated graduated glass beaker. They were not any deviations in flow and/or volume infused are identified. Conclusion in the analysis of the usage history, it was evident that the user programmed the flow rate of (B)(4) ml/h and not the volume of 1000ml, which is why the equipment infused the ampoule volume of 1000ml in approximately 1 hour, as programmed by the user. In the functional test we show that the equipment is working correctly and precisely.